Event description:
(B)(6) study: in this surgery, the medial support of the pf-lcp was achieved by using cerclage cable. The trochanter minor could be anatomically reduced but a short time after the surgery, a secondary dislocation of the trochanter minor was noticed. As a result the proximal screw broke resulting in loss of reduction. On (B)(6) 2012, the pt was returned to the operating room for removal and implantation of larger plate. The pt died postoperative from cardiac arrest. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.